Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall with no motor stall recovery was reported. The motor stall was caused by the pt having an MRI. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.